Event description:
It was reported that the insulin pump alarmed multiple button errors. The customer was able to clear the button error. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.